Event description:
It was reported by service report that the zoom system was intermittent. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Evaluation results: zoom handle load cell weldment.